Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the electrocardiogram (ECG) showed junctional rhythm and complete heart block (chb). One day post valve implant, a permanent pacemaker was implanted with no further adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the electrocardiogram showed junctional rhythm and complete heart block. One day post valve implant, a permanent pacemaker was implanted with no adverse patient effects reported. Additional information was received to report approximately one year, three weeks following the valve implant procedure, the patient developed dyspnea on exertion and was found to have worsening of paravalvular regurgitations; however, no previous data was reported for comparison. It was noted; however, since the last evaluation the patient did not require hospitalization and denied further worsening of dyspnea. A follow up transthoracic echocardiogram was performed and did not show significant changes. It was also noted, in the past, the patient was unable to tolerate a continuous positive air pressure mask.

Manufacturer narrative:
Updated data: a5.b. B1. B2. B5. A second paragraph was added. D. Suspect medical device: manufacturer name and address d. Suspect medical device: full UDI# d8. D10. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the electrocardiogram (ECG) showed junctional rhythm and complete heart block (chb). One day post valve implant, a permanent pacemaker was implanted with no adverse patient effects reported. Additional information was received to report approximately one year, three weeks following the valve implant procedure, the patient developed dyspnea on exertion and was found to have worsening of paravalvular regurgitation (pvl); however, no previous data was reported for comparison. It was noted; however, since the last evaluation the patient did not require hospitalization and denied further worsening of dyspnea. A follow up transthoracic echocardiogram (tte) was performed and did not show significant changes. It was also noted, in the past, the patient was unable to tolerate a continuous positive air pressure mask. Additional information was received to report mild pvl was noted immediately following the valve implant procedure. Approximately one year, one month post-operative, the mild pvl remained. However, it was noted when the patient first complained of increased shortness of breath, no pvl was present.

Manufacturer narrative:
Updated data: b3. Date of event b5. A third paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.